Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient charged the ipg weekly, but suddenly was unable to connect the ipg to external devices and lost stimulation. To address the issue, the physician explanted the patient¿s ipg and replaced it with a new model, which resolved the issue.

Manufacturer narrative:
The reported event was confirmed. The ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. Device analysis was unable to determine what cause the battery to deplete.